Event description:
A customer contacted baxter's technical service center to report having a reload set 161 alarm with the homechoice (hc) machine during prime. The home patient (hp) stated there was liquid on the cassette when she opened the door. The technical service representative (tsr) instructed the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use. She could not identify what may have caused the liquid to appear on the cassette. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a leak in a cassette was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.